Event description:
It was reported that there was pain at the battery pack site which caused spasms into the lower back. The location of the battery pack caused pain since a waistband (chairs, etc.) Would press on the park. On (B)(6)-2011 there was a surgical intervention and the battery pack was replaced and repositioned. The patient recovered without sequelae.

Manufacturer narrative:
(B)(4).